Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned the actual sample along with an unknown hospira syringe. The sample was visually inspected and the reported condition was confirmed as the septum was inverted. However, an assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to corporate product surveillance of an interlink injection site that collapsed during patient use on (B)(6) 2011. It is unknown what device was used to access the interlink. There was no patient injury or medical intervention necessary. No additional information is available.